Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 20. Details of surgery: nerve encroachment and ridge augmentation. On (B)(6) 2026, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and numbness. No further patient complications were reported.